Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured, and addressed. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Consumer reported when removing the shield the needle with the shield was separated from the barrel. The returned syringe was examined, and needle hub separation was not observed; removing the cannula shield from the syringe did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review for needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate, or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7 bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.